Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection of the instrument shows no manufacturing abnormalities. The device was returned with a detached and broken suture capture. The needle is bent, could not be fired and is stuck when activating the lever. The returned device is a single used device and cannot be fully tested. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after stitching the meniscus in the meniscal root repair surgery, while removing the suture out of the firstpass mini, the jaw broke outsider the joint. No delay was reported. No backup was necessary and no other complications were reported.